Event description:
The custome contact reported a general report of an unspecified number of undocumented incidents of detachment of the friction fit flashback bulbs. It was reported that the flashback bulbs "separated" from the tubing. The events happened in the operating room. There were no reports adverse pt effects. Though requested, no additional information was provided.